Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, the pc02 value did not appear on the display. The product was changed out, there was a slight amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. The evaluation confirmed the calibration error. It is highly likely that these errors are due to storage or transit conditions, as terumo conducts 3 magnified checks throughout the manufacturing process to inspect for damage. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4)